Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patient samples were called negative by the tango optimo: one patient sample had an anti-e, the second patient sample had an anti-c and anti-e. The customer returned the patient samples that had caused false negative test results, but not the supposedly defective product for investigational testing. Therefore our quality control laboratory tested the first patient sample with their retention sample of the panel biotest cell-i8 on tango optimo and yielded a negative result. The second patient sample that had and anti-c and an anti-e could not be tested on tango optimo, because there was not enough material left. Both patient samples were tested in the gel method with the enhancement of enzyme and yielded positive results. Additional testing of the samples were not possible, because the material was used up. The instruction for use contains the note in the section limitations: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". Our quality control laboratory also tested the supposedly defective product of biotest cell-i8 with different samples and controls on tango optimo, e.g. An anti-e. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-i8 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. The engineer replaced 8 way valve and tubings from 8 way valve to manifold. Camera adjustments and control run were performed. All controls resulted as expected and did not differ to previous control results. The instrument was confirmed to be working within its specifications.